Manufacturer narrative:
No evaluation was performed, as the device was discarded. This dm0210faa easydrill cranial perforator with lot number 810/19 was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a craniotomy procedure, an issue occurred while creating the first bur hole which resulted to dura damage. However, there was no problem in the following three bur holes. It was also added that there was a 15-minute delay in the procedure but was completed using the reported device. Hemostasis was also performed because of the event. On follow up, it was reported that the device continues to run and the 15-minute delay was due to the hemostasis intervention. It was also added that the patient had no further issues post-surgery and the device was discarded.